Manufacturer narrative:
The insulin pump was received with cracked case on the lcd display window corners, minor scratches on lcd display window, and cracks on the battery tube threads, broken reservoir tube lip and scratches on the reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings and cracks on the reservoir compartment of the insulin pump. The customer's blood glucose reading was 40 mg/dl. The customer stated that the reservoir compartment has a crack and the rubber ring fell out. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.